Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel power switch damaged. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the button was malfunctioning due to damage to the front panel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stuck power button, the little plastic piece on the other side may break. The issue occurred after procedure. There were no reports of patient harm.